Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, movement of the delivery system by the operator contributed to the aortic deployment and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the first 26 mm sapien valve was positioned 50:50 across the annulus; however, during deployment the operator moved the delivery system and the valve was deployed 90:10 a/v, resulting in moderate-severe paravalvular leak (pvl). A second 26 mm sapien valve was deployed at the bottom of the first valve, in a 50:50 position. Repeat echocardiogram (tee) showed trace pvl. The apex and the chest were closed and the patient was transferred to the unit in stable condition. Per report, the patient¿s aortic valve and aortic root were moderately calcified, the ejection fraction was 55%, the sinotubular junction (stj) measured 33 mm, the sinus of valsalva (sov) measured 32.5 mm and the patient had moderate ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during deployment. The malposition was attributed to movement of the delivery system by the operator.